Event description:
The dealer alleges the footplate hardware became stripped and caused the footplate to come down and hit the consumer on the back of the heel. No serious injury is alleged.

Manufacturer narrative:
RMA (B)(4) have been issued for the return of this device. Model m61r serial number (B)(4) is approximately 5 months old. Owners manual for the pronto m51 and m61 with surestep is part no 1125085 rev j. (Oct-08) and was issued with this device. It is unknown if the consumer has fully read and understands the users manual. The following warning is provided on page 2: "warning - do not use this product or any available optional equipment without first completely reading and understanding these instructions and any additional instructional material such as owner's manuals, service manuals or instruction sheets supplied with this product or optional equipment. If you are unable to understand the warnings, cautions or instructions, contact a healthcare professional, dealer or technical personnel before attempting to use this equipment - otherwise, injury or damage may occur." The consumer is a (B)(6) male. The medical condition, stability and his medication regimen is unknown. The consumer states the footboard hardware was stripped. On page 45 the following warning is provided in "section 8-footboard assembly - warning - after any adjustments, repair or service and before use, make sure that all attaching hardware is tightened securely - otherwise injury or damage may result. Before performing any maintenance, adjustment or service verify that on/off switch on the joystick is in the off position. Do not stand on the flip-up footboard. When getting in or out of the wheelchair, make sure that the flip-up footboard is in the upward position. Limited clearance between footboard and caster - the user's feet must remain on the footboard while operating the chair. If the user's feet are allowed to rest off the side of the footboard they may come in contact with the caster possibly resulting in injury."